Manufacturer narrative:
The customer contacted the ccc specialist and reported that the instrument was displaying a reagent carousel error. The ccc specialist tried to move the reagent tray remotely through the diagnostics feature, but the tray would not move. Upon the ccc specialist's instructions, the customer opened the reagent tray cover and attempted to move the tray. The ccc specialist allowed the tray to warm up with the lid off and ran diagnostics again, successfully moving the tray. The ccc specialist calibrated the reagent tray temperature and waited 30 minutes for the temperature to equilibrate. The samples were rerun without any errors. The operator performed troubleshooting as instructed by the ccc specialist. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl 200 instrument contacted a siemens customer care center (ccc) specialist. The operator was troubleshooting a reagent carousel error with the ccc specialist. Upon the ccc specialist's instructions, the operator opened the reagent tray cover and attempted to manually move the reagent tray, which was not moving properly. While attempting to move the reagent tray, the operator cut her hand. The operator was treated in an emergency room (ER). The cut was flushed with saline solution and a dermabond dress was applied on the cut. During a second visit to the ER to replace the dressing which had fallen off, the physician(s) removed the dead skin from the area of cut. The operator returned to work. There are no known reports of adverse health consequences due to the injury.